Event description:
As reported through the japanese tavi registry reporting system, after a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, on the same day, after tavr, coldness of right lower extremity occurred. On postoperative day (pod) six (6), ankle brachial index (abi) of the right side showed decreased value of 0.49. On pod-8, lower extremity arterial ultrasound revealed occlusion of right common femoral artery. Recanalization with endovascular treatment was attempted, but it was difficult due to the severe calcification of the lesion of occlusion. On pod-11, thrombectomy was performed and the vessel was repaired with patch. Revascularization was completed. On the same day, the outcome was "resolved".

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The device was not returned, an imaging evaluation was unable to be performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed with no device/imagery returned. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the access was obtained from the right femoral artery. Some resistance was felt during sheath removal." As per medical opinion, "it was possible that the esheath caught on a piece of calcification when the esheath was removed. As a result, the calcification could be moved and cause the occlusion". Additionally, per follow up information, patient had mild tortuosity in the access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to withdrawal difficulty. Additionally, calcified nodules can catch onto the sheath shaft and increase friction during withdrawal. Tortuosity can subject the sheath to suboptimal angles which can also increase friction and further contribute to the reported withdrawal difficulty. Available information suggests that patient factors (calcification/tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. No labeling/IFU deficiencies were identified. Therefore, no further corrective action preventive action nor product risk assessment escalation is required.